Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the display was black. A field service engineer found that the helmer screen displayed the helmer logo and powered off both the station and the helmer unit, including turning the battery off. After one minute, the helmer was powered back on by turning the battery on. Once the temperature screen appeared, the station was powered on, and the pharmacy technician completed the inventory of the medications in the refrigerator to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the display was black.however, there were no delays or adverse events or injuries reported based on this event.